Event description:
It was reported to boston scientific that a extractor rx retrieval balloon was used during stone removal in the common bile duct performed (B)(6), 2010 on a female patient (B)(6). According to the complainant, during the procedure the balloon was inserted into the common bile duct and inflated. It was noted that the balloon would not inflate to 9mm, the first of two labeled sizes, however it would inflate to 12mm, the second labeled size. The complainant stated that once the balloon was inflated to 12mm successfully, it could then be deflated down to 9mm, however the balloon could not be directly inflated to 9mm from the starting position. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as stable. Based on the investigation findings that the balloon had an irregular shape, this complaint is not deemed a reportable event.

Manufacturer narrative:
It was confirmed the patient was (B)(6). Investigation results: a DHR review was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaints database revealed there were no previously reported complaints for lot 13314295 and there were no adverse trends noted. A visual examination of the returned complaint device found the balloon expanded more on one side than the other side when inflated, giving the balloon an irregular shape. There were no other defects noted on the device. A functional test was performed and the balloon was successfully inflated to 9mm and 12mm as per specification. The balloon was inflated to 12mm and held for 5 minutes; no leaks were observed. The condition of the returned complaint device was not consistent with the reported event that the balloon could not be inflated from the starting position straight to the smaller size of 9mm. Based on the condition of the returned device and the reported event, the most probable root cause for this complaint has been assigned as operational context